Manufacturer narrative:
D4 (UDI) is unknown. No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that with use of the cassette, a no disposable-clamp tubing alarm went off. The patient changed the pump to another one. No patient injury reported.

Manufacturer narrative:
Other text: h6 evaluation codes: updated h3: updated one device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, it confirmed that there was a record of occurred no disposable? Alarm and after that there was a record of repeated power on/off on, presumably caused by a cassette recognition failure. Functional testing was conducted. Upon review, it was revealed the reported issue couldn?t be duplicated. The probable cause is a defective downstream sensor or disposable product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.